Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that her fasttake meter was reading inaccurately erratic. In 2004, the pt reported blood glucose results of 7.6 mmoi/l and 28.8 mmoi/l with the lifescan meter, performed within 10 mins of each other. Based on statistical methodology the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.1 mmoi/l, thereby indicating a potential malfunction of the meter in terms of precision. During the time of testing the pt did not experience any symptoms. The following day, the pt contacted her diabetes educator for advise regarding the blood glucose readings. The nurse advised her to contact lfs. No further treatment was sought. The pt continued her insulin regimen as prescribed. The customer svc rep was unable to walk the pt through qc testing, as she did not have control solution. The pt neither alleged harm nor experienced injury or medical intervention. Based on the erratic results, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.